Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited oversensing on the atrial channel. No intervention or reprogramming had been reported. The device remained implanted. The patient was doing well.

Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
New information the device was explanted and returned.